Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (three) years since the subject device was manufactured. Olympus confirmed that foreign material came out of the device, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. There was no physical damage at the place where the foreign material remained. Three attempts were made to obtain additional information, including the reprocessing steps, but no response was received from the customer. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.